Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a female patient underwent an interventional coronary angioplasty procedure sometime during (B)(6) 2013. Access was obtained at the right femoral artery. Peri-procedure, the patient was anti-coagulated with angiomax, plavix and asa. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the patient complained of soreness in her right groin. There was no hematoma visible or felt by hand. An ultrasound was performed which revealed an av fistula. The physician reported that he is not sure if the av fistula was caused by the access. The av fistula was successfully treated with a thrombin injection in the ir department (interventional radiology department). The patient was hospitalized per standard hospital protocol for the coronary angioplasty procedure. The discharge date was not provided. No further information is available.